Event description:
It was reported that a patient's right ventricular lead exhibited high pacing impedance on (B)(6) 2022. The patient underwent surgery on (B)(6) 2022 was capped and replaced due to lead fracture. The patient was stable throughout the operation.

Manufacturer narrative:
Correction: b1 and b2 were not filled in. The event date was incorrectly entered as april 27, when it should have been april 5th. Externalized conductors were not mentioned in section b5. The fsca number was not entered. All of these errors have been corrected.

Event description:
It was reported that a patient's right ventricular lead exhibited high pacing impedance on (B)(6) 2022. This was due to externalized conductors. The patient underwent surgery on (B)(6), 2022 was capped and replaced due to lead fracture. The patient was stable throughout the operation.

Manufacturer narrative:
Correction: missing g3 (awareness date should have been may 9, 2022) and h2 (missing correction box).